Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ventral hernia procedure, a device nicked the bowel three times. Two nicks were repaired during surgery, however, the third was not noticed. The patient became septic and later expired. A sonicision was used during the case, but it is unknown whether this was the device which nicked the bowel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.